Manufacturer narrative:
The insulin pump was received with stripped battery cap on coin slot. The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump was received with scratched on display window, cracked reservoir tube lip and cracked at battery tube threads.

Event description:
It was report via phone call that the insulin pump alarmed. The customer's blood glucose was 335 mg/dl. The customer agreed to return insulin pump for analysis.